Event description:
The device was returned for service with no problem specified. Upon receipt, it was discovered that the device contained a tag indicating a malfunction of the power cord. During evaluation, it was confirmed that there was a separation of the power cord with metal exposed. An investigation was performed, and it was determined that the cord was subject to abuse. The cord exhibits indentations and marks indicative of an animal chewing on it. The two wires within the cord had shown signs of separation. Because bite marks on the cord were located on the outlet connector where it plugs into the wall, it appears that the device was not in use at the time of the malfunction.